Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f401; triathlon cr fem comp #4 l-cem; lot# j4l3d cat# 5520b500; triathlon prim cem fxd bplt #5; lot# hxy2d cat# 5551-g-320-e; triathlon asymmetric x3 patella; lot# 4p2x it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported by rep: "pre-op diagnosis: left knee incision dehiscence. Procedure: I&d left knee superficial incision. Left knee aspiration for cell count, possible poly exchange." Patient's insert was revised. Rep provided the primary usage sheet and confirmed that no further information will be released per the hospital.